Manufacturer narrative:
Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 8 months 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient presented with new onset fatigue, wooziness, and a hemoglobin drop. Patient reports dark black stools. Asa and warfarin are being held, the patient was transfused 1 unit of packed red blood cells. A gi consult was performed, intermittent epigastric pain was found and the patient had a hemoglobin level of 6.6 which is down from 9.1 a week prior. Additional information was requested but has not been provided.